Event description:
It was reported that the lead was removed from service due to high impedance (>2000 ohms), increased threshold, and decreased r-waves. No patient complications have been reported as a result of this event.